Manufacturer narrative:
Pump received with broken reservoir tube lip, cracked battery tube threads and stained end cap sticker. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that the reservoir compartment was damaged. Customer stated that the reservoir compartment was breaking off, but the reservoir was still able to lock in place. Customer¿s blood glucose was unknown at the time of event. The insulin pump is expected to return for failure analysis.